Event description:
Patient in for port-a-cath explant. Incision was made in typical fashion over hub of port. Upon pulling tunneled portion of catheter the catheter was separated and became lost in the svc and internal jugular venous system. The patient had a transient period of frequent ventricular ectopy but was well tolerated by the patient. Additional incision near clavicle was made in an attempt to grab end of catheter. Md kept the patient informed. Second interventional radiology scrubbed in to assist with snare retrieval via the right femoral vein. Device and catheter pieces were taken to pathology. Post procedure fluro demonstrated no retained parts.